Event description:
Additional information was received indicating abbott technical support was contacted and a revision procedure was performed. The right ventricular (rv) lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
During a follow-up in clinic, an increase in pacing lead impedance and an increase in capture threshold were noted on the right ventricular lead. No intervention was performed. The patient was stable and will continue to be monitored.